Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage and deterioration of cable unit. Based on the results of the investigation, a root cause could not be identified. It is likely the following led to the malfunction: due to damage and deterioration of cable unit, the vertical (up and down) movement of the camera head and endoscopic image matches and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had poor contact near the proximal connection, with significant changes in the image. There were no reports of patient harm.